Event description:
It was reported that the right atrial lead exhibited far r oversensing and diaphragmatic stimulation. Programming changes were discussed but not made. There were no patient consequences.